Manufacturer narrative:
The complainant reported that the device was not used past its expiration date.

Event description:
It was reported to boston scientific corporation that an advantage transvaginal sling system was used during a sling placement procedure on (B)(4), 2010. There were no complications during this procedure. According to the complainant, the patient experienced pain, urinary problems, chronic infections, and dyspareunia. The exact nature and date of onset of the pain and dyspareunia are unknown. In (B)(6) 2010 (exact date unknown), the patient presented with a burning sensation while voiding but did not have any infections. The patient was prescribed estrace for the burning and had been on toviaz for urinary frequency. The patient did not present to this physician with pain or dyspareunia. In (B)(6) 2011, (exact date unknown), a urinary tract infection was confirmed and the patient was prescribed macrobid (dosage unknown). The patient was not seen since (B)(6) 2011 so her current condition is unknown.